Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using the c-ring to expose branches, that the c-ring was caught up in surrounding tissue and broke off during use. The broken piece was retrieved using the hemopro jaw. No metal or silicone was left in the pt and no injury to the pt. Open a new kit to complete the procedure with no issues. Only delay was the length of time it took to open a new kit.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 10/23/2023. An investigation was conducted on 10/25/2023. A visual inspection was conducted. Signs of clincial use and evidence of blood was observed. The cannula handle was observed to be intact. The c-ring was observed to be transected and melted down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000326717 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.